Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product is not expected to be returned.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and fell off which led to an insulin leakage resulting in elevated blood glucose levels and diabetic ketoacidosis. The father reported that the adhesive plaster had peeled away about 6 hours later after patient had been out in the hot weather.